Event description:
In 2002 the pt presented to the office for a root canal on tooth #18. Treatment was finalized by cleaning each canal with endogel edta lubricant and irrigating with sodium hypochloride and saline. The canal was sealed with endorez resin cement by ultradent. In 2003 tooth #18 was opened and exploration of the canal confirmed radiographic findings that the endorez cement had not set and was resorbed by the body leading to recurrent abscess. When endorez was first available, their product instruction made no mention to the fact that the cement will not set when used in conjunction with edta. Apparently edta contains peroxide which inhibits the setting of the endorez cement. Ultradent corporation now includes instructions contraindicating the use of peroxide containing products in conjunction with endorez. The pt's tooth is doing much better now since the canal was re-treated and sealed with a different product. The pt elected not to re-treat the root canal and opted to have this tooth extracted.